Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient felt an electrostatic shock/discharge from herself during peritoneal dialysis therapy. The patient was connected at the time of the event. Patient was on bed during therapy and was not touching any metal part of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Electrical testing of the device was complete with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.